Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall on the ilet pump; the device was restarted, the alert cleared, a dry run proceeded beyond 120 units without issue, and a full supply change was completed successfully with new infusion set, cartridge, and connectors. Symptoms included no reported adverse clinical effects, and the user¿s reported blood glucose was 119 mg/dl. Outcomes included resolution of the alarm and restoration of normal pump function without medical intervention or hospitalization. Investigation included guided troubleshooting by customer care, a device restart, a successful dry run, and replacement of all infusion-related supplies. Investigation of this case revealed that the motor stall resolved after restart and supply change, and no further device malfunction was observed during testing. It was concluded, based on previously established findings for similar reports, that the event was consistent with a transient motor stall that resolved with restart and supply replacement, with no patient injury.